Manufacturer narrative:
The manufacturer has previously reported this incident as product problem which needs to be corrected to serious injury as per the pms evaluation. In this current report, section b1 and section h have been corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The manufacturer received information alleging nose irritation, respiratory tract irritation, nausea, vomiting and kidney disease or toxicity . There was no report of serious or permanent patient harm or injury. The patient required no medical intervention. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.